Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Anterior descending vessels rupture was reported. It was reported that after the stents were placed at the site of the disease, posterior dilation of the balloon for posterior vasodilation, contrast extravasation in the middle and distal segment of the stent was observed. The event was treated with percutaneous transluminal coronary intervention. The investigator and sponsor assessed the event as possibly related to the index device, but unlikely to be related to the antiplatelet medication. The patient is not recovered.

Manufacturer narrative:
Patient is a previous smoker with a medical history of hypertension. The index procedure was prompted by unstable angina and positive functional study. During the index procedure, 2 resolute onyx des were implanted in the lad. Patient is recovered. If information is provided in the future, a supplemental report will be issued.